Manufacturer narrative:
The result of the investigation showed that these events would happen if the CT data is sent to the camera system twice. The first export came from the CT scanner directly. This image set was loaded in radiocameras to be registered. After registration, another data set was exported from fastplan to the camera system. If processing in CT localize is not performed as trained, there can be a truncation of the image data. The CT processing button should be pressed at the most inferior slice. If it is started more superior, the CT volume created will ignore the proceeding slices. This incorrectly truncated data set was exported from fastplan to radiocameras. Then the user loaded the exam from linac scalpel which continued the incorrect CT volume. This resulted in a localization error of about 8 cm inferior. Varian has requested additional info from the customer regarding misadministration; however the customer has not provided beneficial info for varian to determine whether or not an injury occurred. No additional supplements to this MDR are expected, unless new info indicates it is necessary.

Event description:
The customer reports, that a frameless array incorrectly localized the pt during a stereotactic radiosurgery treatment. Instead of the target positioned at isocenter, the pt's chin was centered at isocenter for 2 of the 5 acrs (couch positions). Reported dose delivered during incorrect alignment was 1840 mu of a total of 4484 mu (41%). Prescription dose was 24 gy. The remainder of the treatment was not given.